Event description:
The valve was explanted due to paravalvular leak. Echocardiogram demonstrated the valve was "rocking" and at explant the valve was removed "without difficulty as it was attached for only approx. 15% of the circumference".